Event description:
It was reported that a patient death occurred. During a watchman left atrial appendage closure (laac), a versacross connect laac kit was selected for use. The transseptal puncture was performed and a 35mm watchman flx pro closure device was implanted using a watchman trusteer sheath (was). There were no recaptures of the closure device needed and was implanted after it met release criteria. It was noted there were no issues or abnormalities using the was and it required minimal steering. The procedure was completed with no known issues. After the procedure, when the patient arrived to post anesthesia care unit (pacu), the patient coded, and cardiopulmonary resuscitation (CPR) was performed. It was discovered that the patient had a retroperitoneal bleed caused by two holes at the infrarenal inferior vena cava (ivc). One of the holes was sutured and the second hole (which was approximately a centimeter laceration) was unable to be repaired. The patient had several unknown comorbidities that contributed to his condition. The physician experienced no difficulties with access, removal, or closure with a non-boston scientific pre-close suture device. In the physician opinion, the lacerations are from an unknown cause. The patient experienced no hemodynamic changes during the procedure and only exhibited issues after leaving the procedure room. The official cause of death determined was hemorrhagic shock.